Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced an infection. A surgical procedure was performed to remove and replace the infected ipp with a new one. No additional patient complications were reported.